Event description:
Manufacturer reference number ot265698.

Manufacturer narrative:
Getinge became aware of an issue with dual screen holder which is a part being in use with the surgical lights. The model of surgical light used was not indicated. As it was stated, the screws were snapped on the handle. There was no injury reported however we decided to report the issue based on the potential as any particles falling into the sterile field or during the procedure may cause a contamination. It was established that when the issue occurred, the light head did not meet its specification and it contributed to the complaint. In the time when the issue occurred the device was not being used for patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported malfunction has never lead to serious injury or worse. We conclude that the issue is most likely caused by wrong maintenance of the device. This defect is visually detectable during the inspection performed by the users before any surgical procedure. We believe the related devices are performing correctly in the market.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with dual screen holder which is a part being in use with the surgical lights. As it was stated, the dust cover was missing the screws. The model of surgical light used was not indicated. As it was stated, the screws were snapped on the handle. There was no injury reported however we decided to report the issue based on the potential as any particles falling into the sterile field or during the procedure may cause a contamination.